Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during the operational check. The manufacturer¿s service technician observed error code for a fan failure in the device¿s event log. The manufacturer¿s service technician replaced the device's cooling fan assembly to address the issue. After replacing the part on the device, the manufacturer¿s service technician performed the final test and run-in test, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operating properly on the device and it was cleaned.

Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. The device was replaced with another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.